Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the pump cannot rewind. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unit was received with high sleep current due to corroded electronic assemblies. Unit passed self-test. However, unit alarmed insulin flow blocked during priming due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to prime anomaly. Unit was received with minor scratches on lcd window and corroded battery tube.